Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial architect c8000 magnesium assay result of 7.0 meq/l. The sample retested at 1.8 meq/l. No suspect results were reported from the lab. Upon troubleshooting, the customer found that the probe link tubing to the reagent 1 probe had become disconnected. The customer reseated the tubing and recalibrated the magnesium assay. Subsequent instrument operation and test results were acceptable. There is no impact to patient management reported.